Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt had experienced increased symptoms of heart failure over 4-5 weeks for which his diuretics dosage was increased. The patient presented to the clinic on (B)(6) 2014 with a syncopal episode. At that time, his diuretics dosage was decreased and the pump speed was decreased. The pt again experienced fluid overload at home with a resulting increase in the diuretics dosage. The pt presented for a follow-up visit on (B)(6) 2014 with an elevated ldh of 600u/l as compared to a baseline of 200-200u/l. A ramp study was performed; however, the results were inconclusive. Although the pt was fluid overloaded, when the pump speed was increased, flow did not increase accordingly. The pt did not experience hematuria and no pump power elevations were observed. The pt underwent a CT which confirmed a bend relief disconnect. It was determined that obstruction of the outflow graft could be a potential cause of hemolysis and the reported congestive heart failure symptoms. The pt was transferred to another hospital to potentially perform a minimally invasive repair. The pt's ldh remained unchanged, and no signs of hematuria or changes in pump parameters were observed. On (B)(6) 2014, the pt was discharged from the center to the original hospital without intervention. The pt was moved up to status 1a on the transplant list. The pt remained on coumadin and heparin anticoagulation and lab values and symptoms were monitored. As the pt continued to improve clinically, with a decreased ldh and reduced edema and heart failure symptoms, a pump exchange was planned. On (B)(6) 2014 the pt was transferred to another hospital for a pump exchange due to the bend relief disconnect and suspected thrombus. On (B)(6) 2014, a pump exchange was completed.

Manufacturer narrative:
The user facility medwatch reports were received from the (B)(4) registry. The user facility numbers were not provided. (B)(4).

Event description:
Additional information: two user facility medwatch reports were received from the (B)(4) registry. One report stated: abnormal pump parameters on echo, elevated ldh, suspected thrombus/outflow graft kink. The other report stated: outflow graft critical flexure, pump thrombosis. The patient initially presented to one facility when he experienced a syncope episode, had increased symptoms of heart failure and had an elevated ldh. A CT scan confirmed a bend relief disconnect. On (B)(6) 2014 the patient was transferred to another hospital for a pump exchange due to the bend relief disconnect and suspected thrombus.

Manufacturer narrative:
Additional information: the report of an outflow graft bend relief disconnect was confirmed based on the evaluation of the returned pump. A submitted CT scan of the patient¿s implanted pump revealed that the outflow graft bend relief had become disconnected from the graft. The sealed outflow graft, measuring approximately 2¿ in length, was returned unattached from the outflow elbow. The outflow graft bend relief was returned unattached from the graft attachment. The tabs of the outflow graft bend relief did not appear to be bent or manipulated and the hardware of the outflow graft bend relief properly mated with and disengaged from the graft attachment of the outflow graft. The outflow graft bend relief was free of distortion; however, examination of the outflow graft revealed a hole in the graft adjacent to the graft attachment. The graft also appeared to be kinked in this area. The hole was likely caused by the abrasion against one of the metal clips of the bend relief. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the manufacturer's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly¿s resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. Additionally, the report of suspected thrombus was also confirmed. Examination of distal-side of the inlet stator, prior to the disassembly of the pump, revealed a thin denatured thrombus ring adhered to the inlet bearing cup. The deposition appeared to be in the early stages of laminated layering, which suggests that the formation was likely present while the pump was supporting the patient. Examination of the outlet stator revealed a non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not develop in the outlet stator. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was present while the pump was supporting the patient. The thrombus formations found within the pump could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report wil be submitted when the manufacturer's investigation is completed.